Event description:
The original surgery was completed (B)(6) 2014. Lactosorb was used in a zygomatic fracture surgery. Three months after the surgery, in (B)(6) 2014 the screw head was exposed. A revision surgery was performed on (B)(6) 2014.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.